Manufacturer narrative:
On march 23, 2021 when a person in charge of (B)(6) visited the facility, he received a report on the event that occurred on (B)(6) and a request to investigate the cause of this event. On (B)(6) 2021 received the first report on the occurrence of this event from (B)(6) by e-mail. Supplemental information received 21-may-2021: I felt the heat, but I received a reply from the doctor through the sales staff of the agency ((B)(6)). "The base of the sheath (the part close to the handle), but I don't remember exactly that." It is that. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6)stating. "On (B)(6) 2021 there was gastrointestinal bleeding, and the product was used for hemostasis. I turned on the power, but I couldn't stop bleeding, and I felt heat at hand, so I recognized that the power was poor and ended. After that, the clip was used and the bleeding was stopped without any problem, so the procedure was completed." Pentax hot hemostasis forceps model h-s2518/serial (B)(4) was returned to pentax. The investigation performed by pentax concluded that it is presumed that the power was turned on while touching the (B)(6) of this product with wet gauze. A device history record review confirmed there were no nonconformances found during in-process or final inspection. In addition, there were no reworks or concessions. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.